Event description:
Pt receiving heparin via infusion pump set at 6 cc/hour. Infusion of 500 cc noted, infusion discontinued. Treated with protamine sulfate, monitored; no adverse outcome. Pump checked for malfunction, none found.